Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a colectomy procedure, the device was being used across the staple line and an unk error occurred. The surgeon noticed when he looked at the device over the mayo stand that there was staple wedged in the crotch of the device and the tip was off of the jaw. He had touched the staple line created this outcome. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.